Event description:
It was reported that this patient was implanted with this right ventricular (rv) lead and device system and experienced sepsis infection with induced organ failure, following the implant surgery. Ultimately, this patient passed away 4 days after implant. This lead has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.